Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After the procedure, it was noted that when the patient was recovering from the anesthesia, they became hypotensive and had a low oxygen saturation. A stat echocardiogram was performed and showed no effusion. Device testing showed normal results. The following day, it was noted the patient passed away after coding multiple times throughout the night. There was no allegation from a healthcare professional that the lp caused or contributed to the patient's death.